Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of blood backflow was inconclusive because the clinical use conditions could not be replicated. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a needleless injection cap was attached to the luer adapter. Microscopic inspection of the solo valve was unremarkable. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The valve appeared to function as intended, preventing water backflow during gravity testing. No valve deformity, damage or disfunction was observed during evaluation of the returned sample; however, the clinical use conditions could not be replicated and the valve crack pressure could not be measured. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported when placing the catheter and removing the stylet and flushing the cathheter there is spontaneous backflow in the catheter end even though flushing with 30 ml of saline the backflow is not stopping. The catheter is removed and another placed. When placing a new catheter the PICC team is still in sterile mood so the line is changes over wire and that is why the catheter complaint is so short.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reen5168 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported when placing the catheter and removing the stylet and flushing the catheter there is spontaneous backflow in the catheter end even though flushing with 30 ml of saline the backflow is not stopping. The catheter is removed and another placed. When placing a new catheter the PICC team is still in sterile mood so the line is changes over wire and that is why the catheter complaint is so short.